Event description:
The 840 ventilator was inoperable during testing. There was no pt involvement. Covidien replaced the breath delivery unit (bdu) pcb. The ventilator passed all testing.

Manufacturer narrative:
Covidien reference # (B)(4).